Manufacturer narrative:
The up arrow button did not respond due to flattened button dome switch. No unlock on lcd keypad connector noted. Insulin pump was received with minor scratched display window, cracked reservoir tube lip, and missing end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's up arrow button was not working. Customer's blood glucose level was 250 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.